Manufacturer narrative:
Sections updated: a.4 b.5 h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient did have pre-existing arrhythmias prior to this tvr, the patient had junctional bradycardia and had ppm placed prior to surgery. The tvr did not cause or contribute to the conduction disturbance. The replacement of ppm was planned to happen concomitant to tvr. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of this 27mm mitral bioprosthetic valve implanted in the tricuspid position on the same day, a permanent pacemaker was implanted. The reason for the permanent pacemaker was reported as complete heart block (chb). No additional adverse patient effects were reported.

Manufacturer narrative:
Section updated: b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient had a pre-existing pacemaker prior to valve replacement. The leads/device were removed at the time in order to replace the valve. The epicardial system was then installed. No additional adverse patient effects were reported.